Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the fourth complaint for the lot# 8261706 for the same defect or symptom. Previous complaints: (B)(4). There was no documentation of issues for the complaint of batch 8261706 during this production run. Root cause description: no root cause can be determined as no samples were received. Rationale: no sample provided.

Event description:
It was reported that during use of the bd posiflush¿ normal saline syringe the plunger became disconnected from rubber stopper.